Event description:
Information received by medtronic indicated that there was fluid in reservoir compartment and insulin pump was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged moisture, fluid in the pump found on event date (B)(6) 2021. The pump passed the displacement test and selftest. No event date and no alarm found on the pump history memory. However, pump was cut open to perform visual inspection and found moisture damage on the corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked select button keypad overlay and cracked retainer. Confirmed moisture damage corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.